Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. No chr records found for serial/(customer-provided) component number 10004974. No DHR records found for serial/(customer-provided) component number 10004974. Upon investigation of the actual device used in this incident, it was determined that the system had hardware defect, drawer 4.1 magnet and cable was burned. The magnet and cable were replaced but error occurred. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis medstation es system had hardware defect, drawer 4.1 magnet and cable was burned. There were no adverse events or injuries reported based on this incident.